Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had out of range pacing impedance measurements of greater than 2000 ohms along with increased pacing threshold outputs of 5 volts at 0.8 milliseconds. The lead was surgically abandoned during a general change out procedure and a replacement rv lead was implanted in its place. No adverse patient effects were reported.